Manufacturer narrative:
The investigation into the reported vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause for vascular damage remains undetermined since neither the product nor sufficient clinical information were provided. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 74 year-old male presented with chest pain / shortness of breath. Coronary artery disease has been diagnosed. During complicated pci procedure, patient required CPR. Impella cp successfully placed for hemodynamic support. Patient regained pulse once pump started. After peel-away sheath has been removed and repositioning sheath placed, serious access site bleeding noted. Bleeding could not be stopped by applying pressure. 5 units of prbcs given. Femoral angiogram performed which showed side wall stick with extravasation. Impella removed and covered stent placed. Patient remained stable.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿